Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company account manager reported, on behalf of the customer, that 2 patients at the surgery center underwent vitrectomy procedures and later developed endophthalmitis. Additional information was received from a nurse at the facility. She reported that one of the patients is improving. Cultures were done and there was no organism growth noted. There is no product suspected as contributory at this time. Per the nurse, additional information will be provided at a later date. This report represents 1 of the 2 patients reported.